Event description:
The technical service rep reported discrepant results involving multiple tests for unk number of pt samples. All except one erroneous result were accompanied by a data flag alerting the user the results were invalid. The results for that pt were provided. Initial calcium result 6.6 mg/dl, repeat 9.8 mg/dl. The initial result was not reported. The field rep determined a missing seal on the sample probe to be the cause and installed the missing seal. Performance tests were performed.